Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. Moisture damage was noted in the motor assembly. Unable to perform functional test due to blank display. Unable to verify button keypad or battery out limit due to blank display anomaly. The device had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken reservoir tube lip and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that the insulin pump alarmed button error and battery out limit. Customer reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 121 mg/dl. Customer reported that she was pushed into the pool while wearing the pump. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.